Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient noticed a decline in therapeutic effectiveness. The patient went in for a pump refill and the hcp suspected the pump was flipping in the pocket. On (B)(6) 2019 the patient was taken into surgery. When the surgeon opened the pocket, he found an inverted pump and an extremely coiled pump segment of catheter due to the pump flipping. The pump segment of the catheter was revised with a new pump segment of catheter. Csf (cerebrospinal fluid) flow and the catheter tip were verified by aspiration and myelogram/open dye study. The pump pocket was revised to decrease the size to create a more snug fit and the pump was re-anchored in the pocket. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved, and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation product ID 8781 (B)(4) implanted: (B)(6)2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump was unable to refilled about a week ago due to it being flipped. It was reported that the hcp would be moving the pump to the other side of the patient's abdomen but tunneling across. No further complications have been reported.